Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen catheter with a guide wire. The guide wire was returned inserted through the catheter body. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was inserted through the catheter and was kinked in two locations across the body. Microscopic examination confirmed the kinking. It was noted that the catheter was returned with the distal extension line side clamp in the locked position. It is unknown if the slide-clamp was locked during customer usage; however, this could greatly contribute to any resistance encountered by the customer. The kinks in the guide wire measured 33mm and 582mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 214mm , which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter outer diameter measured 2.37mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. The guide wire was inserted through the distal tip of the catheter. Major resistance was encountered at the location of the locked slide clamp, which prevented the guide wire from passing. The slide clamp was opened, and the guide wire was inserted a second time. The guide wire passed through the catheter with little to no resistance. Performed per IFU statement , "leave distal extension line uncapped for swg passage". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire. Despite the damage, the guide wire and catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer and the sample received, unintentional use error likely caused or contribute to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found a "foreign material" on the spring wire guide during product prep before use. Despite this, the physician continued to use the spring wire guide and felt a resistance and was unable to insert the guidewire through the catheter. Both the catheter and spring wire guide were replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician found a "foreign material" on the spring wire guide during product prep before use. Despite this, the physician continued to use the spring wire guide and felt a resistance and was unable to insert the guidewire through the catheter. Both the catheter and spring wire guide were replaced. No patient harm was reported. The patient's condition is reported as fine.